Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a casing issue - "cracked screen". The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter casing issue first began on "(B)(6) 2016, 7:00am". The patient takes oral medications, diet and /or exercise to manage her diabetes and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that "5 minutes" after the alleged issue began, she developed the symptom of "dizzy". The patient denied that she received any treatment. At the time of trouble shooting the cca noted that there was no misuse of the product, it was not the first time the product was being used and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.